Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their external neurostimulator (ens) for urge incontinence. Patient stated that she was in the hospital. Patient also stated that she could not get her device to work.